Event description:
The customer reported to olympus, the balloon detached from the bronchial endoscope during an echo bronchoscopy procedure. The balloon was retrieved. The intended procedure was completed with a five (5) minute surgical delay. No patient injury reported. Post-procedure, the patient was in good condition with no prolonged hospitalization. The physician did not have any confidence in the device. The olympus representative stated the balloon needed to set-up with a specific clip and the facility would be provided the necessary training. The customer has requested additional training for device use. A request for additional information is in progress. This event includes two (2) reports: (B)(6) maj-1351, lot 1k6197; (B)(6) bf-uc190f, unk serial. This is report 1 of 2 for (B)(6) maj-1351, lot 1k6197.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. New information added to b5 and d10.

Event description:
The customer reported additional information. The balloon fell the bronchus at the pulmonary carena level. The balloon was retrieved with biopsy forceps. The intended procedure was completed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information added to the following fields: h6, h10. H4: october 2021, the DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the balloons might have not deflated completely when the endoscope was withdrawn from the patient. The instructions for use (drawing number rc1043:bf-uc190f, revision number 17), the following warning was issued. ·never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient. ·never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or come off the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-400b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris. After that, the balloon can be deflated. ·when withdrawing the endoscope, make sure that the balloon is completely deflated, using the ultrasound image and endoscopic field of view. Withdrawing the endoscope while the balloon is inflated could result in patient injury. ·the balloon can easily tear, so beware of sharp objects. ·store the balloon in a cool environment with low humidity. ·after opening the laminate package, reseal it securely. If the laminate package remains open, the efficacy of the deoxidizer will be reduced. Olympus will continue to monitor field performance for this device.